Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable created sparks and became "burning hot". Subsequently, the usb cable was unable to be used to charge the pump, due to the usb cable damage. Customer¿s blood glucose value was 84 mg/dl. A replacement usb cable was sent to the customer.